Event description:
It was reported occlusion alarms occurred over the past month. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.